Manufacturer narrative:
E1: Patient city: (b)(6)Patient Country: PolandName- (b)(6)Street-(b)(6). Based on the available information, this event is deemed to be a Reportable Malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA Registration NumberReporting Site: 8021545Manufacturing Site: 8021545.

Event description:
It was reported that the patient infusion set tape not sticking on (b)(6) 2026.